Event description:
It was reported that 13 years after initial surgery, the cup was loosening.

Manufacturer narrative:
Conclusion: the investigation shows no signs of production failure. The measured wear rate is very low and can be considered as normal. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4)